Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) was dispatched on 20-may-2016 . The fse found a lot of dried reagent in the incubator holder, which was causing the cups to stick in an upward position. The fse cleaned out the incubator and the incubator ring and then, by doing a prime test, found that the dilution station was not draining because there were reagent pellets in the tube. The fse then removed the pellets and verifed operation by running 12 tt3 cups as samples. All of the cups where picked up and processed correctly with no errors .the aia-600ii was working as intended. No further action required by fse. The probable cause of the event was cups stuck in the incubator.

Event description:
On (B)(6) 2016 a customer reported cup pickup failure with their aia-600ii analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting fsh and lhii patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.